Manufacturer narrative:
Upon further review, for this product, the assessment of reportability and reporting of complaints if applicable, is completed by the contract manufacturer. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, although no leak, it looked like some wear and tear on the tubing near the pump. Looks like previous surgeon underfilled reservoir so implant was not getting as rigid as it should. Device removed and replaced.